Event description:
Needle breakage. Broken needle on a non thick cap and normal use .the first needle ((B)(4)) broke at the 4th passage and was recovered and the second ((B)(4)) broke at the 8th passage not found, rx verification underway. No consequences to the patient- another like device was used. The following information was received from our affiliate on (B)(6) 2014; the piece of the second needle remains under the skin. See associated medwatch # 1221934-2014-00442.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Device in transit.

Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. From past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. No additional information has been provided if aforementioned factors contributed to the event. A batch record review has been conducted and the results indicate that this batch of product was processed with an unrelated nc with no link to this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed 4 similar complaints for this lot of devices that were released to distribution. Out of the (B)(4) complaints, (B)(4) were reported from the same facility in france. Retraining was provided however, mitek was informed that the needles were continuing to be used incorrectly. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Needle breakage. Broken needle on a non thick cap and normal use .the first needle (a402026) broke at the 4th passage and was recovered and the second (a402024) broke at the 8th passage not found, rx verification underway. No consequences to the patient- another like device was used. The following information was received from our affiliate on 10-10-14; the piece of the second needle remains under the skin. See associated medwatch # 1221934-2014-00442.